Event description:
It was reported that the 9800 system had a charger failer error code prior to a case. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The gib board, hard drive, and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.